Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
Related manufacturer reference number: 2017865-2021-17687. It was reported that a patient presented or a right atrial lead revision for conductor fracture. During the procedure, it was discovered that the right ventricular lead had externalized conductors. Both leads were revised on (B)(6) 2021. The patient was in unknown condition throughout the event.